Event description:
It was reported the customer experienced decreased blood glucose of 38 mg/dl; cause was unknown. The customer addressed blood glucose with glucose tablets. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.